Manufacturer narrative:
Additional information: section b5.

Event description:
It was reported that the patient with diabetes, coronary artery disease, chronic heart failure status post lvad on (B)(6) 2018, presented with fever and one week of mid abdominal pain. Tender firm mass palpated in right mid abdomen. Positive for gram positive rods, serratia marcescens and corynebacterium striatum. Methicillin-sensitive staphylococcus aureus or methicillin-resistant staphylococcus aureus were not reported on the culture. Patient empirically received vancomycin / zosyn. Started vanomcyin on 1.25 g q 24 hours, started cefepime 1g q 12 hours. Infection was resolved. Plan of care was to continue lvad clinic and regular follow up with heart failure team. Per emr of the patient; the subject had slow oozing from the driveline on (B)(6) 2019 that was not clinically significant. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted after a three to four day history of abdominal pain. There was no nausea, vomiting, diarrhea, or constipation. Patient was positive for fever. Patient's blood cultures have been negative to date. The abdominal CT revealed inflammatory changes around the driveline consistent with infection. Drainage from the driveline site was cultured and growing corynebacterium. The patient had been receiving IV cefepime and IV vancomycin. The patient has post cardiac injury syndrome (pcis) status post hm3 lvad and a post-vad course complicated oozing from driveline and presented as transfer from abdominal pain. No further information was provided.